Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported her accu-chek spirit pump menu and check buttons intermittently don't work. No adverse event was reported. A request was made for the return of the device.